Event description:
The study pt experienced a "small perforation following silverhawk atherectomy" in 2003. Balloon angioplasty was performed after the perforation occurred.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions.